Manufacturer narrative:
Within the last two yrs, this malfunction was reported to have been involved with an incident that caused or contributed to a serious injury or death. Although there was no report of serious pt injury as a result of this event, an MDR is being filed. Corrective actions were initiated at the time of the original reported event, these actions include add'l surgeon training, improved technique and changing the anterior layer of mesh. This was the surgeon's first time using this technique in an open procedure. Subsequent to initial fixation the surgeon became aware of 3 or 4 tacks going through the mesh. As per the technique guide, prior to completing the procedure, the surgeon inspected the fixation and introduced sutures to the mesh with no adverse effect to the pt.

Event description:
During an open hernia repair procedure, the surgeon attempted to fixate the ventrio mesh. The surgeon placed fasteners in the outer pocket of the mesh, approx 1/2 inch apart. He did this one quadrant at a time. When the surgeon inspected the area which was fixated, he noted several of the fasteners had gone through the mesh and were in the abdominal wall; the mesh was not fixated to the abdominal wall. The surgeon then sutured the patch in with prolene sutures.